Event description:
It was reported that the tip detached. The heavily calcified chronic totally occluded lesion was located in the right anterior tibial artery. A 300cm, 8cm poly tip v-18 control wire was used to advanced but failed to cross the lesion. It was noted that the wire got folded up on itself and was likely in the subintimal space. When the physician tried to retract the wire, the tip broke off from the body. The fragment was left inside the patient. They said it would be worse trying to snare it out of pull out the device. There were no patient complications and the patient was fine.